Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An angiogram that was performed after implantation revealed that the left internal iliac artery was unintentionally covered by the trunk ipsilateral leg component. However, a final angiogram showed that there was small blood flow in the left internal iliac artery. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unintentional obstruction of collateral vessel, hypogastric.